Manufacturer narrative:
A device history record (DHR) for the prime plus micro sensor card, lot 19221038, was performed by the manufacturer. The review included an assessment of the production, testing, and release of the sensor card batch. The DHR indicated that the released product met all specifications. Complete testing of the returned prime plus micro sensor card, lot 19221038, was not possible as shortly after installation the sensor went uncalibrated. As a result, a retained sensor card of the same lot was tested. Testing of a retained prime plus micro sensor card, lot 19221038, met the performance acceptance criteria for all slopes and auto-qc specifications. Additionally, whole blood precision for 20 replicates using a patient blood sample over three days met the performance specifications. No erroneous results were observed and the issue could not be reproduced.

Event description:
A user facility reported a nova biomedical prime plus analyzer that showed false low sodium patient results when compared to a reference analyzer. No patient injury or inappropriate clinical treatment was reported. The customer reportedly replaced a sensor card, and all results now match the reference analyzer. If additional information is received, a supplemental report will be submitted.